Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product . No product has been returned and a valid serial number has not been provided for the sensor. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the adc device. The customer indicated the high glucose alarm did not sound and therefore was not made aware of changing glucose levels. The customer experienced trembling in their arm, seizure, and loss of consicousness. The customer was seen by a healthcare professional who measured their blood sugar and pressure and provided "transfusion with calcium" and oxygen. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. A follow-up report will be submitted if product is returned or additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the adc device. The customer indicated the high glucose alarm did not sound and therefore was not made aware of changing glucose levels. The customer experienced trembling in their arm, seizure, and loss of consicousness. The customer was seen by a healthcare professional who measured their blood sugar and pressure and provided "transfusion with calcium" and oxygen. There was no report of death or permanent impairment associated with this event.